Event description:
In 1999, pt underwent a left heart catheterization, left ventricular angiography, coronary angiography, angioplasty and stenting of the left anterior descending and stent restenosis. Upon completion of the procedure, an angio-seal device was deployed in the right groin without reported difficulties. The pt's right femoral artery vessel size is 4.2 mm. In 1999, pt had a noninvasive diagnostic exam showing evidence of high grade right ileofemoral stenosis with claudication symptoms involving the right lower extremity. The diagnosis was peripheral artery disease with 90% stenosis in the right common femoral artery. The procedure included a successful plasma thromboplastin antecedent (pta).